Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore, an evaluation of the product was not possible. All of our valves are 100% tested at the time of manufacture.

Event description:
Medtronic neurosurgery received a report from a family member of a pt that had a shunt implanted in (B)(6) 2010. According to the report, the pt was admitted to the hospital in (B)(6) 2011 because her symptoms of hydrocephalus became worse. Allegedly, the pt was in a coma.